Event description:
1 reported false positive sofia sars result for symptomatic individual tested 24 hours after onset of symptoms. Symptoms reported were itchy sore throat and cough. Confirmation testing was pcr resulting negative. Rapid test was also done while pending pcr resulting negative.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5095751/10337810).